Event description:
The manufacturer was contacted in reference to a philips CPAP device. The patient passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer previously marked box b "adverse event/product problem" as both, which was incorrect. The correction update has been made in this report.